Event description:
MFR report #: 3014285231-2025-00005. It was reported to bioprotect ltd. On 11-jun-2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. The physician made several attempts to position the balloon properly, however the balloon was placed suboptimal due to calcifications/adhesions from previous cryotherapies. Upon procedure completion, it was observed on digital rectum exam that the balloon had come out through the rectum. The event resulted in a 1cm rectal tear, that was repaired with 2 layers of stitches upon consultation with a colorectal surgeon. He was given gentamycin prophylactically. The patient was discharged on (B)(6) 2025. The patient is planned to resume his radiation treatment.